Event description:
The user has history of facial nerve stimulation (fns) across several channels since activation, as well as two known extracochlear channels. Channels 11 and 12 were noted to be extracochlear immediately post-operatively during imaging, with channel 11 at the rw entrance. Fns has progressed to include nearly all channels and several electrodes were deactivated at the most recent programming. Mcl could not be reached due to persistent fns even with programming adjustments. The recipient describes sound as "too soft, very unclear and distorted" and remarks that the program with triphasic stimulation sounds "best" but "nothing is loud enough or clear enough". It is not believed that the array has further migrated out since implantation. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to facial nerve stimulation, which is known post-operative side effect of ci implantation. Further two channels were left extra-cochlear since implantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has history of facial nerve stimulation (fns) across several channels since activation, as well as two known extracochlear channels. Fns has progressed to include nearly all channels and several electrodes were deactivated at the most recent programming. The recipient describes sound as "too soft, very unclear and distorted". Re-implantation is considered.